Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with spinal therapy. It was reported that there was a screw breakage in a revision surgery. There was a fragment left in the patient. They gave up the removal of the tip of the screw since it was near the spinal cord. An additional surgery performed as a result of this event. There were no further complications reported regarding the event. The relationship between the reported event and the use of medtronic product was unknown. Preop diagnosis is pjk.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with a screw in a revision surgery at (B)(6)for (B)(6). It was reported that there was a screw breakage in the revision surgery. There was a fragment left in the patient. Hcp gave up the removal of the tip of the screw since it was near the spinal cord. An additional surgery performed as a result of this event- extension from (B)(6): ttif. There were no patient symptoms or complications as a result of this event. There was no delay in overall procedure time and no in-patient hospitalization or prolongation of existing hospitalization necessary. The date of implant was (B)(6) 2017 and date of partial explant was (B)(6) 2021. The patient's medical history included hypertension, hyperlipidemia, internal use history: steroid, blood pressure medicine. No further complications were reported/ anticipated.

Manufacturer narrative:
B5: event description updated d4: lot # corrected radiographic image review: a screw fragment is seen in one of the thoracic vertebral bodies. It¿s difficult to tell for the description if this happened during surgery or was part of the hardware failure necessitating revision. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with spinal therapy. It was reported that there was a screw breakage in a revision surgery. There was a fragment left in the patient. They gave up the removal of the tip of the screw since it was near the spinal cord. An additional surgery performed as a result of this event. There were no further complications reported regarding the event. The relationship between the reported event and the use of medtronic product was unknown. Preop diagnosis is pjk.